Event description:
In late 2008, the patient reported experiencing an e4 (occlusion) error and her blood glucose was elevated to 179 mg/dl. Her normal blood glucose level is 120 mg/dl. To troubleshoot, the patient was instructed to disconnect from her infusion site and to bolus. She was able to do so without error. She was instructed to change her infusion site and she stated that the cannula was bent upon removal. She stated that the infusion site had been in use for 1 day. She bolused through the infusion device to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.